Manufacturer narrative:
No patient involvement. Fse replaced motion controller and then tested the system. System performed properly after replacement.

Event description:
A medtronic field service engineer (fse) reported the o-arm would not 'home' and that the gantry motion controller needed to be replaced. No patient present.

Manufacturer narrative:
The hardware investigation of the returned gantry controller found that the reported event was related to an electrical issue. The tester installed the gantry controller in an imaging system. During the homing process, tilt was as expected. As the gantry began to spin counter clockwise, a loud grinding sound occurred. The reported event was confirmed.